Event description:
IV pump being used for heparin drip infusion. Beeping "low battery". Unit was already plugged in. If I jiggled the cord, it would appear to start charging, but then stop. Htm stated that the power supply had loose connections. New ps installed and unit is now functional.